Event description:
The customer reported the batteries will not charge, nor calibrate. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.